Event description:
It was reported that the device didn't pass testing during an unk case and was determined to have a loose mount. The device was replaced and the case was completed without consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and the nose cone cracked. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.